Event description:
The customer reported the visera elite video system center is unable to display image. The event occurred during preparation for use, prior to a therapeutic laparoscope. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The g2 field was corrected as the "company representative" option was selected inadvertently. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device evaluation found failures of the video cable connectors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image did not appear due to a failure of the electrical board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.